Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The customer reported two false negative results with ID now covid-19 test on (B)(6) 2023 and (B)(6) 2023. Per the customer, the patient performed two tests on (B)(6) 2023, and (B)(6) 2023 with ID now covid-19 test, and received negative results. The patient performed an antigen quantitative test (unknown brand) and received a positive result. The patient has fever, and cold symptoms. This MFR. Report addresses test one (1) of two (2) tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m215033 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part 190-000j / lot m215033 and test base part number 190-430 / lot m215033. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m215033 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference. H3 other text : device discarded, single use.

Event description:
The customer reported two false negative results with ID now covid-19 test on (B)(6) 2023 and (B)(6) 2023. Per the customer, the patient performed two tests on (B)(6) 2023, and (B)(6) 2023 with ID now covid-19 test, and received negative results. The patient performed an antigen quantitative test (unknown brand) and received a positive result. The patient has fever, and cold symptoms. This MFR. Report addresses test one (1) of two (2) tests. No additional patient information, including treatment and outcome, was provided.